Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure that the monitor kept overheating and turning off resulting in a delay less than 30 minutes. There were no reports of patient harm.